Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur, customer was advised to continue using pump and to call back if issue returned, and customer planned to change insulin cartridge and resume use independently.